Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis, and the reported failure (erbe u-02 errors) was confirmed and reproduced. System logs found errors 25913 u-02 errors confirming the fault occurred in the field. A visual inspection found scratches on the side of cover. The u-02 errors occurred during start-up. The erbe was placed on a system and was run in normal mode. No communication with syscheckmaster was found to be the root cause.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, error u-02 occurred on vio dv integrated electrosurgical unit (iesu) or erbe. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse confirmed error u-02 in the logs. Before the phone call, the customer had used a backup esu to continue with the procedure. The procedure was completing as planned with no reported injury.